Manufacturer narrative:
Method: cdr was reviewed for this incident. Result: artifact detected during analysis. Conclusion: this report is being filed as it cannot be concluded that recurrence could result in an adverse event.

Event description:
Artifact present during AED deployment. (B) (4).